Manufacturer narrative:
(B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7222624, medical device expiration date: 2020-07-31, device manufacture date: 2017-08-10. Medical device lot #: 7282722, medical device expiration date: 2020-09-30, device manufacture date: 2017-10-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ insyte autoguard had the packaging with one of its ends uncovered. Foreign complaints the following information was provided by initial reporter, translated from (B)(6) to english: ¿ device that has its packaging with one of its ends uncovered by issues inherent to the manufacturer. ¿

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the three photographs provided. All three photos displayed yellow plastic bags that contained IV catheter product. Based on the evaluation of the submitted photos; the photos did not reveal any visible anomalies or damage that would contribute to the reported issue. The source could not be confirmed without the actual units for observation and/or evaluation. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that bd¿ insyte autoguard had the packaging with one of its ends uncovered. Foreign complaints the following information was provided by initial reporter, translated from spanish to english: ¿ device that has its packaging with one of its ends uncovered by issues inherent to the manufacturer.¿